Event description:
It was reported that the insulin pump passed the displacement test.

Event description:
The customer reported via phone call that their blood glucose was high. The customer's blood glucose level increased from 120 mg/dl to 600 mg/dl. Customer corrected their blood glucose level twice. The insulin pump was probably damaged because the customer did not receive a no delivery alarm. The device was not returned.

Manufacturer narrative:
Reference medwatch 3004209178-2015-79499 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.